Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tube is not being held in place during mixing with a bd sedi-40. The following information was provided by the initial reporter: one of our sedi40 cover is broken and the tubes are not held in place properly during mixing.

Manufacturer narrative:
H.6. Investigation summary : instrument sedi 40 00185 was returned to the manufacturer for service with respect to the reported defect ¿ broken cover plate. The instrument was evaluated and the customer's indicated failure mode for broken cover plate was observed. The instrument was repaired and tested to ensure it works per the manufacturer's specifications. H3 other text : see h.10.

Event description:
It was reported that the tube is not being held in place during mixing with a bd sedi-40. The following information was provided by the initial reporter: one of our sedi40 cover is broken and the tubes are not held in place properly during mixing.